Event description:
The customer contacted stryker to report that their device would not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was the hood latch was broken from its anchoring point. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient involvement reported with the event.